Event description:
This is the first of two reports (same reporter, same product ID, same product problem, different serial numbers). During incoming inspection of the product by the distributor, there were defects found on the starburst. There was no pt contact and no pt injury.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.